Event description:
The event involved a microclave® connector where it was reported that during infusion, the inside line had multiple holes and kinks. There was patient involvement, but no patient harm or serious injury reported. However, the patient experienced discomfort.

Manufacturer narrative:
FDA reference # 1423395-2022-00020. Additional contact: tina trinh, quality engineer medline industries, lp. Titrinh@medline.com/ 224-572-6295. The complaint of holes/cut/torn on item b3300t could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.